Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a resolute integrity drug eluting stent to treat a lesion in the rca. The device was removed from packaging and prepped with no issues noted. The protective sheath was removed and stent inspected with no issues noted. Lesion morphology details are unknown. The lesion was pre-dilated and then the relevant stent was delivered. It is reported that difficulty was encountered when passing through the lesion site and the device was pulled back for removal. At that time, the stent unexpectedly dislodged. Resistance was encountered however, excessive force was not applied. The stent was removed using a snare. It is reported that the patient has been continuously admitted due to bleeding in the brain however in the physician¿s opinion this is unlikely to be related to the stent dislodgement. The device returned to the manufacturing facility for analysis however only part of the stent was returned.

Manufacturer narrative:
Product analysis: the stent was not present on the balloon, a partial section of the stent was returned in a vial. The distal tip was damaged. Balloon folds were partially open and dried blood/contrast was present in the balloon. Crimp impressions were visible throughout the working length of the balloon. The section of stent returned was bunched/deformed measuring 5.5 mm. There were approx. 4 wire wraps/segments returned. Only one lco weld was present on the returned stent. A wire detachment was located at the 4th wire wrap/segment. Sem images confirmed the detachment at a weld.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.